Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal was cracked a second heartstring iii device was used and the seal failed to load properly. A third replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: device 1 - the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The tension spring assembly and the anchor tab were located inside of the delivery device tube. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The seal was cracked along the second row from the outer edge. The green slide lock was unlocked and the white plunger was depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for the cracked seal. Device 2 - the device was returned to the factory for eval. It showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab, and seal were located inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance reported in the lot history. (B)(4). Device 2 lot number: 25067572, expiration date: 10/31/2013.